Manufacturer narrative:
The investigation for the delivery issue has been completed. The root cause of the delivery issue was determined to be patient condition as the patient had porcelain aorta with severe calcium also in bilateral innominate arteries preventing successful delivery of impella.

Event description:
The user facility reported that the decision for impella cp was made to stabilize a patient. It was noted that the cp was opened and in sterile field. They had right groin access and found 8f cordis sheath to be nearly occlusive of vessel. Left femoral artery then accessed with micro puncture which showed equally small vessel size. Cat scan images confirmed porcelain aorta with severe calcium also in bilateral innominate arteries, of note patient also had a left axillary stent placed the day prior. Decision to abort impella as no safe access points could be identified. Intra-aortic balloon pump was then reinserted for hopeful support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.